Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: a review of the black box showed frequent low battery warnings and replace battery alarms. The pump current draws were high. Moisture was visible in the display. A crack and leak were found in the pump case. The pump was opened and moisture damage was found on the printed circuit board. The short battery life issue was due to moisture damage.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged moisture was behind the display with a battery life issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.